Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. Philips fse (field service engineer) was able to duplicate the issue during pm service. Fse replaced the oxygen regulator to resolve the reported issue. The unit passed all performance verification tests successfully after the repair. The oxygen regulator test results were out of spec. & the reported complaint of oxygen regulator leaking was duplicated MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Caller reports the unit has an oxygen leak. Not in use. No patient/user harm reported.